Event description:
The customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the roll stands in the ob/inpatient area. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the roll stands in the ob/inpatient area. The customer stated that they had a generator test the day before. The customer ordered two hard drives. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the roll stands in the ob/inpatient area. The customer stated that they had a generator test the day before. The customer ordered two hard drives. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is unknown. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the roll stands in the ob/inpatient area. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for all bedside monitors (bsms) on roll stands in the ob / inpatient area. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for all bedside monitors (bsms) on roll stands in the ob / inpatient area. No patient harm was reported. Investigation summary: the customer noted a generator test was performed a day prior to this event. Technical support (ts) suggested that the customer inspect the communication switch in the closet. Multiple attempts were made to obtain additional information without results. A review of the cns serial number finds no recurrence of the reported issue. A root cause cannot be determined due to the unresponsiveness of the customer. The root cause is likely related to power loss as the issue occurred after the customer performed a generator test. A complaint history review of the customer's account does not reveal any significant trends in communication loss occurrences. Communication loss is an error message notifying user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown.